Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced hypoglycemia and received a blood glucose result of 1.9 mmol/l. The customer experienced low blood glucose symptoms of feeling weak and was unable to self-treat. A lay person found the patient and treated him with tea, honey, and dextrose. The lay person called the emergency doctor. The doctor arrived at the patient's home and performed a ECG and took his blood pressure. The patient's blood pressure was over 200. The doctor treated the customer for high blood pressure.